Manufacturer narrative:
(B)(4).

Event description:
Procedure: removal of ovarian cyst. According to the reporter: there was no problem with the opening of the bag when entering into the cavity, but when the surgeon wanted to insert the specimen inside the bag, the bag was immediately detached from the rigid ring - the bag tore immediately and had to be removed from the patient by hand. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.